Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 510 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was wearing the insulin pump during their hospital stay. Customer reports damage to the drive support cap and no delivery alarms. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump communicated properly with glucose sensor simulator test. No weak signal alarm or lost sensor alarm noted during our testing. The insulin pump functioned properly. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.